Event description:
It was reported that during a procedure of an occluded left common iliac, a 6 mm x 59 mm omnilink elite stent was deployed and a non-abbott balloon expandable stent was deployed in the right common iliac. It was noted that the patient suffered early stent occlusion despite a satisfactory radiological result. The patient underwent thrombolysis and treatment with a second non-abbott covered stent approximately 2 weeks later. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects of occlusion and thrombosis are known adverse events as listed in the omnilink elite instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). Correction to (type), (common device name) and (PMA/510(k)#).